Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be file.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. It was reported that during the procedure, the bands were attempted to be deployed; however, the device would not deploy off the elastic bands. Reportedly, the handle was rotated multiple times but still no bands were deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.